Event description:
Boston scientific crm rec'd info that the pt with this implantable cardioverter defibrillator (ICD) expired. The cause of death was unk. Add'l info from the field rep (fr), revealed that initially, a registered nurse paged the fr to come and interrogate the device upon the pt's rhythm becoming ventricular fibrillation (vf). The fr then rec'd a call from a second rn indicating that the pt had expired, and he was no longer needed. The fr reported that the pt was in the hosp for a non-cardiac related issue. The pt was not on a cardiac floor. The first rn the fr spoke with reported that upon arrival to the code, she visually witnessed the pt receiving only one shock from their device. The rn believed the device should have delivered more shocks. The second rn that the fr spoke to, reported that the first rn involved was subsequently externally defibrillating the pt with an asystolic rhythm. The fr was not aware of any allegations against the device from any family members or physician's involved. It is unk if the device will be returned for analysis.

Manufacturer narrative:
As of today, no add'l info is available. Should add'l info becomes available, the report will be updated.